Event description:
The manufacturer received information alleging dry mouth related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging dry mouth related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.. New information has been added that the patient alleged nasal/ throat irritation or soreness, nose bleeds and headaches. Section g3, h2 and h6 is updated with additional information in this follow-up report.